Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: h6: correction to the investigation summary: investigation summary. The actual device was returned for evaluation. A visual and functional assessment was performed on the device. The following steps failed: check general function in running mode check the oscillation frequency with frequency meter during the service evaluation the following failures were identified: internal finding : seized mechanics conclusion: failure reported is confirmed: does not function reported condition not confirmed: heat. The assignable root cause was determined to be due to component failure from wear. H6: investigation findings codes updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: b5: during a follow-up with the reporter, additional information was provided. The reporter clarified that the handpiece device produced excessive heat and the power output became noticeably weaker afterward (following the heat build-up). Therefore, the "low power" symptom appeared to be secondary to overheating rather than an initial low-power issue. This is a reportable malfunction, and because the sagittal saw attachment device was used in conjunction with the handpiece, the handpiece device is recorded as report 2 of 2 for the same event. This event is recorded as report 1 of 2 for the same event.

Event description:
It was reported that the sagittal saw attachment device exhibited weak power and overheating issue. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The following steps failed: check general function in running mode. Check the oscillation frequency with frequency meter. During the service evaluation the following failures were identified: internal finding : seized mechanics. Internal finding : seized mechanics. Functional : does not function. Conclusion: failure reported is confirmed: does not function. Reported condition not confirmed: heat. The assignable root cause was determined to be due to component failure from wear.